Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Initial reporter is a j&j employee. The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that shaft for 90 screwdriver was unable to fully disassembled. The inner shaft was stuck and could not be removed. Additionally, the distal end of the inner shaft had the ball bearing broken off and missing; and the gearwheel at the proximal end of the outer shaft was being pushed out of its socket by the inner shaft proximal end. A dimensional inspection was unable to be performed due to inaccessibility of internal components. A functional test was performed and the inner shaft was unable to be fully removed from the outer shaft. The complaint condition was able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the shaft for 90 screwdriver would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part # 03.505.003. Synthes lot # 8176222. Supplier lot # 8176222. Release to warehouse date: 11 jun 2018. Supplier: (B)(4). No ncr's have been generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the screwdriver was unable to be disassembled due to malfunction. No further information was available. This report is for one (1) shaft for 90 screwdriver. This is report 1 of 1 for complaint (B)(4).